Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The service engineer (se) inspected the device. The se replaced the gas delivery system (gds) and performance verification test, unit passed successfully. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a u1 on the air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator airflow was out of specification. No patient involvement.